Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the device failed incoming functional testing, device testing re-ran ten times and all passed (intermittent operation, cause unknown). Analysis also found the lower case is contaminated and broken. Battery drawer, battery latches and ring cover are contaminated. Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis also revealed no anomalies. Conclusion: no defect found, could not confirm the intermittent failures seen during service and repair of the device. (B)(4).